Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer as it was discarded. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer provided an anecdotal report of leaks at the area of the bonded texium on the secondary set during chemo infusions. Although the customer states this has happened on more than one occasion, he has no details of any specific patient events, and no dates or other information. There was no report of patient harm or medical intervention. No further patient/event information is available.